Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt and elecsys hiv duo assays performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges. However, the investigation was limited due to restrictions in china, which prevented the analysis of patient sample material. The root cause was attributed to a sample-specific discrepancy, as false reactive results may occur with these assays due to their specificity. The device remained in operation at the customer site.

Event description:
The initial reporter alleged a false reactive result for a patient sample tested with the elecsys hiv combi pt assay on the cobas 8000 core unit. On (B)(6) 2021, the first sample tube tested with the elecsys hiv combi pt assay generated a reactive result of 134 coi, with a re-run result of 135 coi. On (B)(6) 2021, a second sample tube tested with the same assay generated a reactive result of 138 coi. On (B)(6) 2021, the first sample tube tested with the elecsys hiv duo assay generated a reactive result of 39.9 coi for the anti-hiv (ahiv) module and a non-reactive result of 0.186 coi for the hiv antigen (hivag) module. The same sample tested with the elecsys hiv combi pt assay generated a reactive result of 160 coi. On the same day, the second sample tube tested with the elecsys hiv duo assay generated a reactive result of 38.3 coi for the ahiv module and a non-reactive result of 0.21 coi for the hivag module. The elecsys hiv combi pt assay generated a reactive result of 149 coi for the second sample tube. On (B)(6) 2021, a new patient sample was tested using hiv rna testing, which returned a negative result. On (B)(6) 2021, additional testing included western blot, which was negative; abbott, which was negative with a result of 0.09 s/co; and sysmex, which was negative with a result of 0.00 s/co.